Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had cerner interface issue. A technical support specialist found intermittent issue where newly admitted patients were not appearing on the station. The root cause was identified as a delay in patient registration messages being transmitted to the enterprise server. Feedback regarding the issue was communicated to both the customer and the customer¿s external health information technology team. Permission to close the case was granted via phone. The system functioned as intended after a troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es tower had cerner interface issue that causing orders not crossing over. That causing some medications are unable to be overridden, meds are unable to be pulled under the orders that were entered under the patient. There were no adverse events or injuries reported based on this incident.